Manufacturer narrative:
This report was found to be a duplicate of a previously reported event under MFR report # 0002249697-2016-03643. Investigation findings will be provided in a supplemental report under MFR report # 0002249697-2016-03643 and any additional reports will be generated if needed.

Event description:
Customer has reported that during a surgery the patient suffered a iatrogenic injury on the metaphysis while placing the final implant (tibial plate) with a metaphyseal fracture. A tibial revision implant with diaphyseal support was implanted in this surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Customer has reported that during a surgery the patient suffered a iatrogenic injury on the metaphysis while placing the final implant (tibial plate) with a metaphyseal fracture. A tibial revision implant with diaphyseal support was implanted in this surgery.